Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was 30 mg/dl. Customer's mother advised the patient wanted their insulin pump to calibrate but was unable to do so due to low blood glucose levels. Customer was a brittle diabetic and they were advised they may calibrate when they desire. Customer understood that the device would alarm every 30 to 60 minutes.